Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed secondary and alternate vector artifacts were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of noise. It was discussed that this was likely due to seal plug damage or a loosened setscrew. The system was reprogrammed to a primary vector which resolved the oversensing of noise. The device is still in service. No adverse events.